Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported the implant and the screw fractured and were removed from patient´s mouth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).the following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one full osseotite® implant (fos415) and one unknown legacy biomet screw were returned for investigation. Visual evaluation of the as returned products identified fracture across the threads. Additionally, there was bone residue around the external threads which were damaged possibly during removal. Functional testing could not be performed since the products were fractured. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported devices have been placed on an unknown tooth location for approximately 9 years. X-ray and picture images were not provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review for the lot (2011100388) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. : complaint history review was performed for the reported lot (2011100388) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).the following sections have been updated: b4: date of this report b5: describe event or problem d4:UDI number updated to unknown g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h10: additional narrative.

Event description:
No further event information is available at the time of this report.